Manufacturer narrative:
Section h6: 3191 - appropriate term/code not available: tachycardia response, none.

Event description:
It was reported that an inquiry was made as to why the implantable cardioverter defibrillator (ICD) labeled most recent ventricular fibrillation (vf) episodes as a return to sinus. It was noted that the reason for labelling as a return to sinus was due to programming "post vf detection" as "same as vf". After the anti-tachycardia pacing (atp) therapy while charging, the arrhythmia slowed below the vf zone for five beats and was labeled as return to sinus. Programming changes to adjust the "post vf detection" to "same as ventricular tachycardia (vt)" to avoid this scenario was recommended. There were no reported patient symptoms.